Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intramedullary rodding of the left hip, and insertion of the live screw, about 10 mm of the tip of the subtrochanteric driver shaft broke while inside the screw, which was on the bone. The piece could not be retrieved.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.